Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose value was 215 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.